Event description:
The physician reported that an ins-0352 (always-on tip tracked brush, 15mm l, 1.8mm od) was deployed one time. When the brush was retracted, the sheath came apart from the black handle. The sheath was pulled off of the brush to retrieve the sample. The physician was able to successfully complete the intended procedure with no delay. There was no patient or user injury as a result of the reported issue.

Manufacturer narrative:
The subject device was discarded by the customer. Based on the investigation, the reported event indicates that the ins-0352 broke within the sheath. Since the date of this event, the manufacturing process is being updated to address this failure mode. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.